Manufacturer narrative:
Received one used partial list #b1115 was returned for evaluation. As received an unknown residual inside the set was observed, additionally the tubing was observed to be missing from the filter (inlet filter port). No presence or marks of solvent in the filter vent through uv light was observed. No additional damage or anomalies were observed. The complaint of separation can be confirmed based on the physical sample evaluation. The probable cause was due to insufficient solvent applied during manual assembly process in manufacturing. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date involving a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer stated that the extension set is falling off of the filter while in use. There was patient involvement, and unknown human harm.